Event description:
The patient reportedly experienced intermittency followed by a loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the problem. Surgery to explant the patient's device has been scheduled.